Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection procedure, the surgeon claims that he fired, heard the audible and felt the tactile feedback. He later noticed there is a pin point hole which is without staples and the other part nice staples. He has to suture three bites on the hole. He can see the purse-string suture on anterior part, other part of the purse-string suture inside the specimen. He could not remember the condition of the donut. He is experiencing this type of incident for first time. There were no adverse consequences for the patient reported.